Event description:
A malfunction on the customer's pump was reported. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took action by utilizing a backup pump to help manage the blood glucose level, and no third-party assistance was required. Technical support provided instructions for attempting to power the pump, but it remained unresponsive. Consequently, a replacement pump with updated software was sent, and the customer was instructed on its use and the return process for the defective pump.